Event description:
It was reported that the surgeon could not use the statak anchor due to the tangles of suture.

Manufacturer narrative:
This report will be amended when our investigation is complete.